Event description:
During the shift check, the autopulse platform (sn (B)(4) displayed user advisory (ua) 20 (position out of range) error message. No patient involvement.

Manufacturer narrative:
Zoll has received the product for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 20 (position out of range) error message was confirmed during archive data review and the initial functional testing. The root cause of the (ua) 20 was due to the driveshaft not being at the "home" position, most likely attributed to unintended user error. User advisories are normally clearable error messages and are designed into the platform to alert the operator that autopulse has detected one of several conditions. Per autopulse user advisory list guide, user advisory (ua) 20 occurs due to the encoder driveshaft not being within the normally acceptable range of positions. To clear a (ua) 20 error code, return the driveshaft to the home position using the administrative menu. A visual inspection of the returned platform was performed, and no physical damage was observed. The archive data was reviewed and showed several user advisory (ua) 20 error messages, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to (ua) 20 displayed upon powering on. The driveshaft was rotated to the "home" position to clear the (ua) 20 error. Upon further testing, unrelated to the reported complaint, the autopulse platform failed the brake gap inspection due to the drive train motor brake assembly air gap being wide and out of specification, likely attributed to the device's aging. The brake gap was adjusted to the manufacturing specifications to remedy the issue. The autopulse platform was manufactured in 2011 and is 11 years old, past the expected service life of 5 years. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The brake gap inspection was performed and verified that the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse platform with serial number (B)(6).